Event description:
(B)(6) 2015 - provider spoke to (B)(6) in customer service (B)(6) to advise that the tires went flat while the consumer was using the chair and also bent the spoke. Provider hung up before any additional information could be obtained.

Manufacturer narrative:
Additional information will be added as it becomes available.